Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30487639m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male ((B)(6) lbs) patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. And suffered a cerebrovascular accident requiring prolonged hospitalization. The catheter temperature would spike immediately when ablation was turned on. The team replaced the catheter cable and indifferent electrode before calling and the issue did not resolve. The pump switched to the higher setting when ablation was on. The team was advised to replace the catheter. It was reported that after the afib case was completed, the patient had a stroke. It was unknown how soon after the procedure the stroke had occurred. It was also unknown how the stroke was discovered or confirmed. No medical or surgical intervention was provided. The patient outcome of the adverse event was reported as improved after spending 6 days in the hospital. The temperature cut-off value was exceeded, the tip temperature exceeded 40 degrees immediately, and the smartablate generator cut-off immediately. The generator parameters were: power control mode., warning at 37 degrees, cut-off at 40 degrees., max impedance 250, and minimum impedance 50 ohms. The physician did not provide a causality opinion for the cause of this adverse event. No medical or surgical intervention was required.